Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-4030c-09 9 x 30 mm biocomposite interference screw broke. It was reported that at the end of the procedure, the tibia was drilled with an 8 mm drill, and when inserting the 9x30 biocomposite screw, the driver malfunctioned, made a cracking sound, and spun freely, causing the screw to break. This was discovered during an unspecified procedure with no patient harm. The case was completed with another biocomposite screw and the handle from the driver included in the meniscus set was used. The patient¿s bone quality was reported as good, and no fragments remained. Additional information provided 14-jan-2026: it was further reported this was discovered during an acl procedure with no delay reported or additional anesthesia administered.